Event description:
The reporter contacted animas on behalf of her daughter (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the pump was slow to responding to down arrow button presses. The reporter claimed that the keypad was intact and that the device was not exposed to moisture.

Manufacturer narrative:
The pump has been returned to animas fo eval. Eval revealed that the pump was intermittently not responding to up, down, and ok button presses. The buttons also required excessive force for the pump to respond. The keypad was removed for further investigation and evidence of keypad adhesive/contamination was found under the key contacts. In addition, the up, down, and ok key contacts were observed to be inverted and were not always springing back. The down key contact was also reportedly misaligned. The keypad appeared to be intact with no lifting or peeling.